Event description:
A physician reported a pt who was originally double skin tested on 5/7/98 and 5/12/98; both with negative results. On 6/18/98, the pt was treated in the glabella and forehead lines. On 8/20/98, the pt presented with redness, swelling, and "itching" at all treatment sites. The pt reported the onset of these symptoms occurred in mid-july 1998 and the symptoms had been intermittent. The physician prescribed prednisone 50 mm for 10 days and injected the treatment areas with intralesional kenalog. On 9/3/98, the pt presented with continued symptoms. The pt reported the symptoms remained intermittent and worsened when she consumed alcohol or caffeine. The physician advised the pt to avoid these substances. A laser treatment was administered to the reddened areas. In 11/98, the physician saw the pt socially and she noted the pt still had redness, but less swelling at the treatment areas. The physician diagnosed the symptoms as a hypersensitivity.